Manufacturer narrative:
The agent reported revision surgery for revision due to infection. All implants were removed and an antibiotic cement spacer was implanted. Complaint has been evaluated and is similar to report number 1644408-2022-00508; 509-00-432, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infected. Full removal, the surgeon put in a spacer.